Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was found to be partially deployed from the returned microcatheter and was found to be deformed when removed from the microcatheter. The distal end of the stent delivery wire (sdw) was found to be kinked/bent. The functional test for the reported flow diverter stent difficult/unable to re-capture into microcatheter could not be performed due to the partial deployment of the stent. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. The device was analyzed. Product analysis found the stent was partially deployed from the tip of the returned microcatheter. The stent on removal was slightly deformed. The sdw was kinked/bent at the distal end which indicates a force was applied while attempting to move the sdw in the microcatheter. Additional information provided by the customer indicated the device was confirmed to be in good condition prior to use. The device was prepared/set up as per directions for use, except for using an incompatible microcatheter. Continuous flush was maintained for the duration of the procedure. The rhv was opened during insertion of the stent introducer sheath into the microcatheter hub. The introducer sheath was properly inserted all the way into the microcatheter prior to transfer, confirming that there was no gap between the distal end of the introducer sheath and the proximal end of the microcatheter shaft. When advancing the stent within the microcatheter, the rhv was opened enough to allow passage of the device through without damage. Excessive force was applied while advancing the stent within the microcatheter. The anatomy was not very tortuous. The directions for use states that the flow diverter system be used with a standard straight microcatheter. The surgeon used a flex tip microcatheter that may have contributed to the complaint against the device; however, the procedure was completed successfully by replacing the microcatheter with a flex tip. An assignable cause of procedural factors will be assigned to the reported codes flow diverter stent difficult/unable to re-capture into microcatheter and stent partial deployment and to the as analyzed codes stent partial deployment, sdw kinked/bent and stent deformed as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, the physician attempted to recapture the subject stent as it was not deployed at the desired site but the stent delivery wire (sdw) did not move. When the physician applied pressure in an attempt to move the sdw, the stent separated from the sdw resheath pad. The catheters and subject stent were removed from the patient and it was noted that the stent was partially deployed from the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the procedure, the physician attempted to recapture the subject stent as it was not deployed at the desired site but the stent delivery wire (sdw) did not move. When the physician applied pressure in an attempt to move the sdw, the stent separated from the sdw resheath pad. The catheters and subject stent were removed from the patient and it was noted that the stent was partially deployed from the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.